Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the cartridge tubing during the load fill process. Customer changed cartridge to address the issue. Additionally, it was reported that the cgm graph displayed black and grey bars "sporadically." Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received. Customer' s blood glucose level was 143 mg/dl.